Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device downgrade procedure upon device interrogation, the right ventricular lead showed a gradual increase in pacing impedance. The lead was capped and replaced on (B)(6) 2019. There were no consequences to the patient..